Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that merlin programmer exhibited a data anomaly. The battery longevity was calculated to have 3.3 years on (B)(6) 2018 and was 10.8 months on (B)(6) 2018. No intervention was reported. The patient will continue to be monitored.